Manufacturer narrative:
Ps375480, the opt946 optiflow + adult nasal cannula is an interface used to deliver humidified oxygen to patients and consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Method: the complaint opt946 optiflow + nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information and photograph provided by the customer, and our knowledge of our product. Results: visual inspection of the photograph revealed that the left nasal prong was missing. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of or reprocessed. The subject cannula would have met the specification at the time of production. The user instructions which accompany the opt946 optiflow + adult nasal cannula include the following warnings/cautions: "do not crush or stretch tube, to prevent loss of therapy."

Event description:
A distributor in columbia reported via a fisher & paykel healthcare (f&p) field representative that nasal prong of an opt946 optiflow + adult nasal cannula was damaged. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). The complaint opt946 optiflow + adult nasal cannula is currently en route to fisher & paykel heathcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A distributor in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that nasal prong of an opt946 optiflow + adult nasal cannula was damaged. There was no reported patient consequence.